Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and the site bled and the needle on the sure t was bent. The customer¿s blood glucose level was 400 mg/dl at time of incident and current blood glucose level was 265 mg/dl and treated with injection for high blood glucose level. The customer assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer was able to perform high pressure test at this time. Customer reports they performing the high pressure test and customer was unsuccessful with clamping the tubing. The device will not be returned for analysis.